Manufacturer narrative:
The device db-1216, serial number (B)(6) was not returned to boston scientific for analysis; however, a review of the device history record (DHR) confirmed the device met all specifications prior to shipping, with no manufacturing deviations identified that could have contributed to the reported event. The product labeling identifies the following potential risks associated with use: infection; infection or inflammation of the brain or cerebrospinal fluid (csf); and injury to adjacent structures near the implant site, including blood vessels, nerves, the chest wall, and the brain. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: cause not established. Additional pro code selection that applies to the indication of this device nhl, pjs.

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced confusion, balance issues, and difficulty forming sentences. The patient was advised to go to the emergency department. Upon evaluation, a CT scan revealed a brain abscess located near the anterior left brain electrode. The physician noted that the lead was not directly within the abscess but positioned a few millimeters posterior to the infection. To address this, the patient underwent a revision procedure in which the left burr hole cover and two left sided leads were explanted. During the procedure, culture samples were collected, the incision site was irrigated, and the head incision was closed. The patient was kept under observation overnight. The following day, the patient underwent an additional procedure to drain the abscess. The physician reopened the left cranial incision, drained the abscess, and closed the site. The patient was admitted to an inpatient room for monitoring and was reported to have been started on antibiotic medication. Six days after the initial procedure, in which two leads and one burr hole cover were explanted, a repeat scan revealed that the infection had spread to the right side of the brain. As a result, the patient required another intervention procedure, during which the right leads, four lead extensions, the implantable pulse generator (ipg) and a click anchor were explanted. Per facility policy, the explanted devices were disposed of and will not be returned. No additional adverse effects post operatively were reported.